Event description:
It was reported that the site was having problems interrogating two pts on (B) (6) 2009. The wand battery was replaced and troubleshooting was performed, but the problem persisted. Product has been requested, but has not been returned to MFR to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.